Manufacturer narrative:
Quality-safety evaluation of ptc received on 25-aug-2016: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up received on 05-sep-2016: no consent was received from patient. (B)(4). Follow-up received on 05-sep-2016: an updated quality-safety evaluation ((B)(4)) was received, without any changes. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 05-sep-2016 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed 1505 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous and potential legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. It was initially reported that essure (referred to as xenobiotic material) had been removed. Follow-up information was later received via regulatory authority, and it was reported that she experienced pain in pelvis. As this was considered the probable reason for the device removal, event xenobiotic material removed was deleted. She also reported arrhythmia. Pelvic pain is a listed event in the reference safety information for essure, arrhytmia is unlisted. After essure insertion, pelvic pain may occur. In the present case, limited information was provided. The exact temporal relationship between essure insertion and event onset was not specified. Given the nature of the event pain in pelvis, and lack of alternative explanation, a causal relationship with essure cannot be excluded. Considering the pathophysiology of arrhythmia, and the local effect of essure in the fallopian tubes, a causal relationship between this event and suspect insert was assessed as unrelated. Non-serious events were also reported. This case was regarded as incident since device removal was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No further information could be obtained.

Event description:
This is a spontaneous case report received from a consumer in (B)(6) on 02-aug-2016 which refers to a (B)(6) female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted on (B)(6) 2006, known as the essure sterilization method. After this treatment several physical complaints were developed. In the meantime she has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints consumer has been impeded in her normal daily functioning and has been suffering from injury. Consumer holds company liable for the damage caused. Follow-up information received via regulatory authority in (B)(6) on 16-mar-2016 from a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2006, and forwarded to bayer on 04-aug-2016: concomitant conditions included fibromyalgia. At insertion procedure, it was reported that device placement was painful. After that, in an unspecified date the consumer experienced pain in pelvis/hips, arrhythmia, me arose after placement, strange taste in mouth, smelly breath, headache, nausea, increase/decrease of weight, restless feelings, insomnia, mood swings or emotionally out of balance, memory loss or concentration problems, brain fog, heavier menstruation, excessive sweating, tingling (hands, feet, legs and arms), tinnitus, itching breasts and nipples, bruises, aluminum foil reaction in mouth, and body always hurts. Consumer also reported work-related problems and problems with daily tasks. MRI (magnetic resonance imaging) was performed but nothing was found. Treatment was planned but was not specified. Company causality comment:this non-medically confirmed, spontaneous and potential legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. It was initially reported that essure (referred to as xenobiotic material) had been removed. Follow-up information was later received via regulatory authority, and it was reported that she experienced pain in pelvis. As this was considered the probable reason for the device removal, event xenobiotic material removed was deleted. She also reported arrhythmia. Pelvic pain is a listed event in the reference safety information for essure, arrhythmia is unlisted. After essure insertion, pelvic pain may occur. In the present case, limited information was provided. The exact temporal relationship between essure insertion and event onset was not specified. Given the nature of the event pain in pelvis, and lack of alternative explanation, a causal relationship with essure cannot be excluded. Considering the pathophysiology of arrhythmia, and the local effect of essure in the fallopian tubes, a causal relationship between this event and suspect insert was assessed as unrelated. Non-serious events were also reported. This case was regarded as incident since device removal was required. Further information and product technical analysis are being sought.

Manufacturer narrative:
The below report was received by health authority (reference number: (B)(4)) on (B)(6) 2016. The most recent information was received on (B)(6) 2022. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain in pelvis") and arrhythmia ("arrhythmia") in a 33 year-old female patient who had essure (ess205) inserted for female sterilization. Additional non-serious events are detailed below. As concurrent condition the report mentioned fibromyalgia. In march 2006, the patient had essure (ess205) inserted. In march 2006 she experienced procedural pain ("placement was painful"). An unknown time later she experienced pelvic pain (seriousness criteria disability and intervention required), arrhythmia (seriousness criterion medically important), unevaluable event ("me arose after placement"), dysgeusia ("strange taste in mouth"), breath odour ("smelly breath"), arthralgia ("pain in hips"), headache ("headache"), nausea ("nausea"), weight fluctuation ("increase/decrease of weight"), restlessness ("restless feelings"), insomnia ("insomnia"), mood swings ("mood swings or emotionally out of balance"), amnesia ("memory loss or concentration problems"), disturbance in attention ("memory loss or concentration problems"), feeling abnormal ("brain fog"), heavy menstrual bleeding ("heavier menstruation"), hyperhidrosis ("excessive sweating"), paraesthesia ("tingling (hands, feets, legs and arms)"), tinnitus ("tinnitus"), pruritus ("itching breasts and nipples"), contusion ("bruises"), allergy to metals ("aluminum foil reaction in mouth") and pain ("body always hurts"). The patient was treated with surgery. Essure (ess205) was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered allergy to metals, amnesia, arrhythmia, arthralgia, breath odour, contusion, disturbance in attention, dysgeusia, feeling abnormal, headache, heavy menstrual bleeding, hyperhidrosis, insomnia, mood swings, nausea, pain, paraesthesia, pelvic pain, procedural pain, pruritus, restlessness, tinnitus, unevaluable event and weight fluctuation to be related to essure (ess205) administration. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority (reference number: (B)(4)) on 02-aug-2016. The most recent information was received on 12-jul-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain in pelvis") and arrhythmia ("arrhythmia") in a 33 year-old female patient who had essure (ess205) inserted for female sterilization. Additional non-serious events are detailed below. As concurrent condition the report mentioned fibromyalgia. In (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006 she experienced procedural pain ("placement was painful"). An unknown time later she experienced pelvic pain (seriousness criteria disability and intervention required), arrhythmia (seriousness criterion medically important), unevaluable event ("me arose after placement"), dysgeusia ("strange taste in mouth"), breath odour ("smelly breath"), arthralgia ("pain in hips"), headache ("headache"), nausea ("nausea"), weight fluctuation ("increase/decrease of weight"), restlessness ("restless feelings"), insomnia ("insomnia"), mood swings ("mood swings or emotionaly out of balance"), amnesia ("memory loss or concentration problems"), disturbance in attention ("memory loss or concentration problems"), feeling abnormal ("brain fog"), heavy menstrual bleeding ("heavier menstruation"), hyperhidrosis ("excessive sweating"), paraesthesia ("tingling (hands, feets, legs and arms)"), tinnitus ("tinnitus"), pruritus ("itching breasts and nipples"), contusion ("bruises"), allergy to metals ("aluminum foil reaction in mouth") and pain ("body always hurts"). The patient was treated with surgery. Essure (ess205) was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered allergy to metals, amnesia, arrhythmia, arthralgia, breath odour, contusion, disturbance in attention, dysgeusia, feeling abnormal, headache, heavy menstrual bleeding, hyperhidrosis, insomnia, mood swings, nausea, pain, paraesthesia, pelvic pain, procedural pain, pruritus, restlessness, tinnitus, unevaluable event and weight fluctuation to be related to essure (ess205) administration. Quality-safety evaluation of ptc: for essure (ess205): no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. The most recent follow-up information incorporated above includes data received on: 12-jul-2022: no new clinical significant information received. Patient details updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.